Manufacturer narrative:
Subsequent to submission of the initial report, four unused files that were returned were evaluated for land-width measurements and found to be in specification. The device involved in the event was not returned.

Event description:
It was reported that a file separated in the canal during a procedure. The pt was referred to a specialist for further treatment and while attempting to retrieve the separated piece, the root was perforated. The perforation was repaired with proroot mta and the canal filled with the separated piece in place.